Event description:
Technician alleged that the nurse call is not working. No patient impact.

Manufacturer narrative:
The technician found bent prongs on the communication cable. The technician replaced the communication cable to resolve the issue.